Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother called via phone and stated that she changed her infusion set twice yesterday and she got infusion flow blocked alarms on the insulin pump. Troubleshooting was performed and it was resolved by changing the complete set. The customer's blood sugar was 485 mg/dl.